Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of unknown levels for the last few days and is unable to lower them. It was reported the insulin pump read "high" for the customer's blood glucose. The customer had symptoms such as dizziness and dry mouth and treated with insulin. Customer declined to troubleshoot for high readings. Troubleshooting was performed. Customer declined to check for leaks or air bubbles. There were no insulin issues, but customer did state the insertion was tender. Customer removed the infusion set and the cannula was bent or crimped. Customer was advised the bent sensor may be causing the issues with the high blood glucose. Customer was also advised to change the infusion set, reservoir, insulin, and then treat per health care provider¿s instructions. The customer is not returning the insulin pump only the infusion set for analysis.